Event description:
It was reported that the sheath split after being inserted. The intra-aortic balloon (iab) had to be removed due to bleeding.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.